Manufacturer narrative:
H.6. Investigation: one used cannula hub and one representative sample were received by our quality team for evaluation. Upon visual inspection of the cannula hub, a damaged valve was observed through the injection port. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage in the used sample is due to the damaged valve. Bd is investigating this issue, CAPA#1379444, and is in the process of implementing the appropriate corrective actions in order to improve the customer and patient experience.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked during use. The following information was provided by the initial reporter: 24/08/2020 details received: it was the same defect although this time following insertion 10 mls of saline was injected through the syringe to ensure it was patent, then 95mls of omnipaque 300 was injected at 3mls per second when it started to leak. Our contrast is warmed to 37 degrees. We use a fastload CT syringe pack. The syringe is connected to the venflon by a low-pressure coiled tube. 18/08/2020 update from customer on previously opened complaint: we have had this same issue happen again today and I am not sure whether we have to start a new complaint or if it can be added to this one? Update 8/14/2020: additional information from the customer: following insertion 10 mls of saline was injected through the syringe to ensure it was patent. It was then used to injected 50 mls of omniqaque 300 by hand through a syringe without incident . Around 20 mins later the venflon was connected to a pressure injector. Seventy mls of omnipaque 330 was injected at 3mls per second when it started to leak. Our contrast is warmed to 37 degrees. We use a fastload CT syringe pack. The syringe is connected to the venflon by a low-pressure coiled tube. E-mail from the customer: we have just had another incident exactly the same. On this occasion I flushed the venflon after the fact and witnessed the fluid leaking out from what appeared to be either under the pink cap (which I had checked was secured firmly) of possibly slightly distal to this.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked during use. The following information was provided by the initial reporter: (B)(6) 2020 details received: it was the same defect although this time following insertion 10 mls of saline was injected through the syringe to ensure it was patent, then 95mls of omnipaque 300 was injected at 3mls per second when it started to leak. Our contrast is warmed to 37 degrees. We use a fastload CT syringe pack. The syringe is connected to the venflon by a low-pressure coiled tube. (B)(6) 2020 update from customer on previously opened complaint: we have had this same issue happen again today and I am not sure whether we have to start a new complaint or if it can be added to this one? Update 8/14/2020: additional information from the customer: following insertion 10 mls of saline was injected through the syringe to ensure it was patent. It was then used to injected 50 mls of omniqaque 300 by hand through a syringe without incident. Around 20 mins later the venflon was connected to a pressure injector. Seventy mls of omnipaque 330 was injected at 3mls per second when it started to leak. Our contrast is warmed to 37 degrees. We use a fastload CT syringe pack. The syringe is connected to the venflon by a low-pressure coiled tube. E-mail from the customer: we have just had another incident exactly the same. On this occasion I flushed the venflon after the fact and witnessed the fluid leaking out from what appeared to be either under the pink cap (which I had checked was secured firmly) of possibly slightly distal to this.